Event description:
It was reported that the flow diverter stent was being used in a procedure to treat a paraophthalmic aneurysm. Reportedly, due to the tortuous anatomy, the stent could not be opened in the curve of the carotid. Two other stents of the same model were attempted but also could not be opened. The physician then aborted the case due unavailability of suitable size flow diverter. Reportedly, a new treatment will probably take place in march, depending on various criteria in the hospital. It is unknown if the patient was placed on any medication in the meantime. Images has been requested but not received yet. The patient reported to be stable.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
No additional event information was received. The device was reported available but has not been received despite multiple follow-ups. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.